Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Based on the results of the quality investigation, extensive corrosion was discovered within the bearings. Corrosion contamination within bearings can cause excessive friction, which may result in heat being generated. Improper or inadequate cleaning/sterilization techniques could contribute to the buildup of debris within this device. The drill attachment could not be repaired and therefore was not returned to the user facility. A replacement device was provided to the customer.

Event description:
It was reported that the drill attachment heated up during testing. This event did not occur during a surgical procedure, there was no pt involvement, no user injury reported, and no adverse consequences alleged.